Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, but analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had pain at the site of their implantable cardioverter defibrillator (ICD). After receiving appropriate therapy the pain went away for a while before returning. Follow-up confirms that the device is functioning appropriately and there are no concerns but the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.